Event description:
Customer called because her meter is reading lower than the meter at the dr's office, and she noticed a decimal point in the reading. She has had the meter for about a year and she thinks it always has been reading with a decimal point. The dr has been prescribing her medication based on the results in the dr's office and not on her meter readings. The meter was in mmol/l rather than mg/dl. The meter was changed back to mg/dl.